Event description:
Per independent repair center, the unit had low o2 or yellow light, with a key failure of the pe valve to the sieve beds not swithing. Additional malfunction for this device, the power switch had a short circuit.